Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There were no relevant photos provided. There was no work order information provided, the most recent effective revisions of the documents (prior to complaint occurrence date) below are referenced. The inspections and tests are representative of the processes that the esheath would have undergone during manufacturing. Per procedure, the sheath shaft is 100% inspected for any defects. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure. In addition, during product verification (pv) testing per procedure, sample devices from each lot are tested for expander insertion force and visual inspection of sheath for abnormalities both before and after expander insertion force testing. The visual inspections include, seam separation and strain relief, liner tears, stretching, unexpanded seams and sheath tip fragments. The inspections and tests described above support that it is unlikely a manufacturing non- conformance contributed to the reported complaint. A device history record (DHR) or lot review could be performed as no lot number was provided. The occurrence rate did not exceed the may 2020 control limits for this trend category. It should be noted that a non-edwards bav was used with the esheath. The IFU and training manuals are for an edwards bav with esheath for the relevant guidance for s3 implant. The IFU for esheath, procedural training manual, and device preparation training manual ws reviewed for instructions/guidance for preparation and use of the device. The procedural training manual provides guidance on balloon rupture. If the bav balloon ruptures or leak during deployment, do no use excessive force, take care when removing the balloon through the tip of the sheath, maintain guidewire position, and if re-dilation is needed, use a new balloon. Based on the review of the IFU and training, no deficiencies were identified. The complaint was unable to be confirmed since relevant imagery was not provided, and the device was not returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. In addition, remove the sheath without torqueing and do not reinsert the sheath at any time. A review of the IFU / training materials revealed no deficiencies. Per report, ¿a decision was made to post dilate the sapien 3 valve with a non-edwards 21mm balloon valvuloplasty (bav) catheter. During post dilation the balloon of the non-edwards bav ruptured¿. As an non-edwards bav was used during this procedure, a definite root cause is unable to be determined at this point. However, the burst balloon can have an altered balloon profile that can catch onto the sheath tip during removal leading to the mentioned withdrawal difficulty, as such it is possible that excessive force was applied to overcome this difficulty leading to the delamination of the sheath distal tip. In this case, available information suggests that procedural factors (retrieval of a burst non edwards balloon) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. A manufacturing non-conformance could not be determined. The occurrence rate did not exceed the may 2020 control limits for this trend category. No labeling/IFU deficiencies were identified. Therefore, product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
After deployment of a 23mm sapien 3 valve inside an edwards surgical valve, a post implant gradient of 25mm to 28mm was noted and a decision was made to post dilate the sapien 3 valve with a non-edwards 21mm balloon valvuloplasty (bav) catheter. During post dilation the balloon of the non-edwards bav ruptured, and the initial surgical valve did not fracture. During withdrawal of the bav catheter through a 14fr esheath difficulty was encountered. The operator continued to remove the bav catheter even after instruction to remove the bav and sheath as a unit. After removal of the sheath it was noted that the inner sleeve of the 14fr esheath started to delaminate approximately 2.5-3cm. The commander delivery system and esheath were removed as one unit and a new 14 fr esheath was inserted. There was no vessel injury. The patient was stable and transferred for post management care.